Event description:
A 3-way connector was used on 2/26/98 and when the procedure was repeated on 6/12/98, the surgeon wanted to change the connector. Upon doing so, the new replacement connector was leaking cerebral spinal fluid, which he found to be the joint of the connector. As a result, the old one was reattached to the catheters.